Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted. The implant broke while implanting it.

Event description:
Healthcare professional reported "the implant broke while implanting it without using excessive force". The device wasn't implanted. Unknown if surgery was completed with a backup device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified red particles material was found on the shell/gel and one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported "the implant broke while implanting it without using excessive force". The device wasn't implanted. Unknown if surgery was completed with a backup device.